Event description:
Additional information received oct 19, 2021 it was reported that the device returned because circuit port connection has broken off device. No patient injury was reported. . Additional information received via email nov 5, 2021: device was found in storage room with broken port, was not used on a patient and no patient adverse effects. Additional information received via email nov 17, 2021: date of event is unknown.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Patient outlet fitting was loose. Gas input fitting was missing. Battery cover was damaged. Manometer needle was out of specification. Upon inspection, the label around the patient outlet fitting was damaged.. Therefore, the patient circuit was forcibly removed from the outlet fitting, causing the fitting in turn to be forcibly dislodged from the chassis. The reported problem was confirmed. The root cause of the reported problem was found to be the patient outlet fitting was forcibly dislodged from the chassis caused by user interface. The technician reseated the patient outlet fitting.